Event description:
Boston scientific received information from this patient that this lead came loose and was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional details regarding the reported clinical observations were unsuccessful. The lead was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.